Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer¿s blood glucose level was 50 mg/dl. Customer also experienced high blood glucose level. Customer was treated with food. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer was using auto mode of insulin pump. Customer did not allege insulin pump was over delivering. Customer reported that the programming was accurate. The insulin pump will not be returned for analysis.